Event description:
It was reported that this bur guard was in use when the user noted the drill overheating. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: 2 bur guards were returned for evaluation. It is unk which lot number (sep00s or may07s) was in use at the time of this reported problem. An evaluation of lot# sep00s bur guard confirmed the reported problem of overheating related to bearing failure; the bearing was found worn and broken in pieces. In addition, the device could not attach properly to the handpiece due to damage. The last repair documented for this bur guard was in september 2000. An evaluation of lot# may07s bur guard did not confirm overheating; during testing, the device met temperature specification. Further investigation found the guard did not fit easily on the handpiece related to a worn o-ring. The information for use (IFU) warns the user: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure (found in the IFU): prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service.